Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing revealed the device could not start infusion due to a defective upstream occlusion (uso) seal. The uso seal was replaced to address this issue and the device then passed all testing.

Event description:
It was reported that the pump doesn't work. There was no patient involvement. Evaluation of the returned device found it could not infuse due to a defective upstream occlusion seal.